Manufacturer narrative:
Sections d9, h3 and h6 were updated. Section h10: the real intelligence robotic drill rob10013, (B)(6), intended for use in surgery, was returned for evaluation. Nothing was visually identified that leads to the reported failure. A functional evaluation was performed and the reported scenario that the burr does not respond can be confirmed. A kpc test was attempted, and it was discovered that the drill does not rotate the bur. The drill was disassembled, and it was discovered that the rear shaft bearing has broken apart. It was also observed that the drill had signs of liquid ingress. The exposure motor was tested and found to be responsive. The bearings were removed, and the drill was assembled with known good bearings. It was now possible to carry out a kpc test and a test case without any further failures occurring. The most likely cause for this event is a broken shaft bearing that prevents the bur from spinning, which may have been caused by damage due to liquid ingress or wear over time. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that while setting up for a cori assisted tka surgery, the real intelligence robotic drill did not respond when it had to drill. The procedure was performed, without any delay, using manual technique. Since incident occurred before procedure; patient was not yet involved.